Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen was scratched and cannot be read. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported display screen issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: during investigation, the display screen was found to be heavily scratched, however, the display was legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.